Event description:
It was reported that the patient had an atrial lead warning for high right atrial (ra) lead impedance. It was also noted that the ra lead had intermittent oversensing. There was suspicion that the ra lead had a partial fracture. The ra lead remains in use although programming changes were made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d164awg implantable cardioverter defibrillator (ICD) (B)(6) 2007; 6944 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
The right atrial (ra) lead was later capped and replaced.